Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-jan-2021. The most recent information was received on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('improperly positioned implant (half in the tube, the other half in the uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("expulsion of improperly positioned implant"). In (B)(6) 2016, the patient experienced allergy to metals ("allergies to nickel hands, face"), headache ("headaches"), fatigue ("severe fatigue"), burning sensation ("burning dorsal") and back pain ("lumbar pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, allergy to metals, headache, fatigue, burning sensation and back pain had not resolved. The reporter provided no causality assessment for allergy to metals, back pain, burning sensation, device dislocation, device expulsion, fatigue and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging whole body - on (B)(6) 2021: shows an implant that has remained in place with a lump at the end (cyst or inflammation from the implant) and particles in the other tube. Tests in progress. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: r2100266) on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('improperly positioned implant (half in the tube, the other half in the uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("expulsion of improperly positioned implant"). In (B)(6) 2016, the patient experienced allergy to metals ("allergies to nickel hands, face"), headache ("headaches"), fatigue ("severe fatigue"), burning sensation ("burning dorsal") and back pain ("lumbar pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, allergy to metals, headache, fatigue, burning sensation and back pain had not resolved. The reporter provided no causality assessment for allergy to metals, back pain, burning sensation, device dislocation, device expulsion, fatigue and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging whole body - on (B)(6) 2021: shows an implant that has remained in place with a lump at the end (cyst or inflammation from the implant) and particles in the other tube. Tests in progress. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.